Manufacturer narrative:
The investigation is still ongoing on this event. When the investigation is completed, a follow-up report will be sent to the FDA.

Event description:
This report is being filed upon notification from our mr MFR in (B)(4), to submit this event that happened in (B)(6). Problem: in the examplecard mobiflex in the philips examplecard database is the pt position "prone" which must be "supine". If not detected by the operator there is a risk of wrong treatment or the need of additional x-ray during treatment. There was no pt harm.